Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) USA alleging that her onetouch verio iq meter was displaying an error 4 message. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged product issue first started at an unspecified date and time when the subject meter displayed an error 4 message which prevented her from obtaining a blood glucose reading. The patient manages her diabetes with oral medication, she did not provide any more specific information on her diabetes management routine. She denied taking any action in response to the alleged error message, beyond her usual routine of diabetes management. The patient reported that at an unspecified time, after the start of the alleged product issue, she began to develop the symptoms of ¿headache and body is shaking¿. The patient denied receiving any treatment for the alleged symptoms, beyond her usual routine of diabetes management. During troubleshooting, the csr verified that this was not the first time the patient had used the subject meter, the test strips had been stored correctly and had not expired and the patient¿s testing process was correct. The issue was resolved during troubleshooting when the csr walked the patient through a retest and the error 4 message did not appear. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after not being able to obtain a blood glucose result due to an alleged error 4 message appearing on the subject meter.